Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during interrogation it was noted that there was no capture at maximum output in bipolar mode on the right ventricular lead though some capture was observed in unipolar mode. The right ventricular lead was capped (B)(4) 2019 and replaced and a routine generator change out was performed. The procedure was completed with no incidence. The patient was stable.